Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. The indications for use were not reported. It was reported that the patient was showing signs of infection with drainage from the incisions. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. It was unknown if any troubleshooting or diagnostics were performed. The actions and interventions taken to resolve the issue was replacement of the pump and catheter. The issue was resolved at the time of the report and the patient's status was noted as alive, no injury. No further complications reported or anticipated.